Event description:
No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed reported: this pump is in our possession for unknown issues. This was troubleshot on (B)(6) 2025 (same procedures as below) and could not duplicate a "service needed" prompt. Also reloaded 3 different cassettes, 3 times each. Sn: (B)(6). We had a previous corrective wo from (B)(6) 2024, which was returned to service after not being able to duplicate any issues. Logs from (B)(6) and (B)(6) 2024 provided. Our cmms notes are as follows: air in line test: pass. Downstream occlusion: pass. Upstream occlusion: pass. Battery test: pass at 30 minutes @ 1000 ml/hr with 500 ml infused. Could not duplicate error code during testing. Cleaned all valves and loading guides with cotton swab, brush and isopropyl alcohol. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). - customer was able to clean the av pins and run a successful test infusion. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.